Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: review of the black box data revealed evidence of short battery life on (B)(4) 2014 evidenced by a drastic drop in voltage which lead to a low battery warning ((B)(4)). On investigation, all electrical currents were within the required specifications. The pump was exercised without duplication of the short battery life issue. Unrelated to the original complaint, when the pump was opened for investigation, a faulty cold solder connection on the continuous glucose monitoring module was noted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).